Manufacturer narrative:
On-site investigation was performed by field service engineer. According to received information, the alarm of low air supply pressure occurred and air gas module was replaced to resolve the problem. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs and claimed part were nor provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to air gas module.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue with gas delivery. There was no patient harm. Manufacturer's ref. #: (B)(4).